Event description:
It was reported that the tip broke off inside the patient during the procedure. The tip was removed, but the surgery was delayed approx. 1.5 hours. No adverse consequences were reported with the patient as a result of this event. This device is used for treatment.

Manufacturer narrative:
Evaluation confirmed the broken driver tip. The tip broke at an angle and was returned inside the implant. Material verification of the driver was within specifications. Based on similar events this condition typically occurs when the patient's knee is flexed, while the driver remains inside the joint. This is the first complaint of this type for this part/lot combination. This event was attributed to misuse.